Event description:
It was reported that both system and normal mode diagnostics resulted in high impedance; the pt's generator was programmed off by the neurologist and the pt denies any trauma as no x-rays have been taken. Info received from the surgeon revealed the pt will undergo lead replacement surgery as well as generator replacement surgery as the surgeon wants to do a prophylactic replacement for the generator. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.